Manufacturer narrative:
Corrected information was provided in sections b2 and h11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event visible plume, whiten corneal wound, suture is not considered to be a reportable, as the reported literature article was published beyond 10 year window for literature. No further reports will be scheduled under mfg report num. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In a literature study article, a physician reported that during cataract surgery (without intra ocular lens implantation), a female patient with posterior subcapsular cataract experienced severe corneal burn of left eye. Under topical anesthesia, dispersive ophthalmic visco surgical device was injected through a 2.75 millimeter temporal clear cornea incision, and a continuous curvilinear capsulorhexis and hydro dissection were done. A small white plume was visible at the beginning of sculpting on the tip of suspected handpiece, and the corneal wound instantly whitened where it required suture for closing the wound as surgical intervention. The tip and tubing were changed and reprimed but after its entry into the anterior chamber, the equipment signaled occlusion rendering the surgeon to pedal lightly without sculpting the nucleus. After aspiration of ophthalmic visco surgical device with a higher vacuum and aspiration rate, the surgeon sculpted the nucleus without the occlusion sound. The wound was closed with two tight sutures, leaving adhesion of the iris to the corneal wound. The stitches were removed after a month of surgery. The patient's corneal astigmatism was -5.0 diopters at an axis of 80 degrees (3 weeks postoperatively) and -1.25 diopters at an axis of 80 degrees (4 months postoperatively) visual acuity improved to 20/25 (4 months post operatively). There was an improvement in visual acuity of patient.

Manufacturer narrative:
Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).